Manufacturer narrative:
Stryker requested additional information regarding dispositioning of the device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that there is no connection between the ECG cable and their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that there is no connection between the ECG cable and their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
At this time, the customer has not agreed to return the device for the investigation. The reported issue could not be verified, and the root cause could not be determined.